Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation, the pump operated within product specifications. Mmdg could not find any failures or confirm the complaint. The pump log was also reviewed during the investigation, where several "no food" alarms were found in the history log. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient. They stated that the pump does not alarm or stop once all the formula is gone. Mmdg did follow up with the complainant and they stated that the patient was "doing fine" after the incident. (B)(4).